Event description:
It was reported, the camera head presented an unclear image. The image was not good. No error message was displayed. The issue was found during preparation for use, prior to sedation for an unspecified therapeutic procedure. There was no impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was receive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available

Event description:
It was reported, the camera head presented an unclear image. The image was not good. No error message was displayed. The issue was found during preparation for use, prior to sedation for an unspecified therapeutic procedure. There was no impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no additional reportable findings. Based on the results of the investigation, the exact cause could not be determined. It may have been caused by the light source and/or video processor. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device